Event description:
It was reported to the manufacturer by the end user, per the end user the resident was sitting on the edge of the bed, he lifted his right leg up and cut himself on the underside of the bed . The resident needed 15 staples on his leg and was hospitalized. Complaint# (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.